Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and "was completely out of it" when they woke up. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. No additional patient or event information was available.